Event description:
It was reported that the patient's average heartrate seems to have increased since they went to single chamber in december. Boston scientific technical services (ts) was contacted to discuss the change and programming options. The patient has also been going into ventricular tachycardia (vt), which has been treated by anti tachycardia pacing (atp), and the healthcare professional was wondering if bi-ventricular trigger was causing the vt. Ts could not be sure, and suggested turning bi-ventricular trigger off to assess. The device and leads remain in service. No additional adverse patient effects were reported.